Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has stopped hearing with the device after a head trauma occurred and channels with abnormal impedances were found.

Event description:
The user has stopped hearing with the device after a head trauma occurred and channels with abnormal impedances were found. The users hearing performance prior to this event was good. Further steps are currently unknown.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
The user has stopped hearing with the device after a head trauma occurred and channels with abnormal impedance were found. The users hearing performance prior to this event was good. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.